Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient getting their morning chest x-ray when the console generated an iab catheter restriction alarm. It was noted that the x-ray machine had pinched the helium extender tubing. However, after the restriction was relieved, the alarm continued to go off intermittently. The getinge representative instructed the customer to check the entire length of the helium tubing. They were also told to check the insertion site, hyperextending the hip to try and resolve the alarm. The customer was wanting to change out the console, but they were asked to first troubleshoot; i.e. Keep the hip hyperextended using pillows or blankets and/or manually inflate the iab. The customer asked if they could change just the helium tubing and the getinge representative told them to see if there was any extra tubing available. Attempts to relieve a restriction at the insertion site were only successful in getting the iab to inflate for a minute or two then the alarm would return. They took the patient back to cath lab but did not end up replacing the catheter. The customer's understanding was that it was now alarming iab catheter restriction every 40 minutes even after switching consoles. The staff would hit start and it would be ok. The getinge representative discussed another option would be to manually inflate the iab with 30cc of air to see if it would resolve the issue and to also check the placement of the tip of the catheter. At 6:04pm, a follow up facetime call with the fellow revealed the patient was morbidly obese with a large panus. This was not mentioned before, and likely the cause of the restriction. Augmentation was 10-15 points below systolic pressure and gas waveform had no chair-like appearance. The getinge representative also noticed a pigtail indicating that the sheath being used was not a getinge product. They did not know what type of substituted sheath it was. It was explained that our sheaths are wire enforced which helps minimize restrictions, but because this was not one of getinge's, the getinge representative could not speak to that one specifically. In the cath lab, they replaced central lines, not the iab. The fellow confirmed the tip of catheter was well below where it should be. They asked if they could just leave it where it was. The getinge representative told them that was not recommended and explained that with the tip being that low the base could likely be low and beyond the renals. The getinge representative's recommendation was removal or replacement. If they chose to replace it, due to the patient¿s body habitus, the restriction issue could return. At 9:46pm, the customer said they were taking the patient to the cath lab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter and occupation - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between catheter and sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Four kinks were observed on the catheter tubing approximately 76.4cm, 52.6cm and 44.7cm from the iab tip. Additionally, an inner lumen kink was observed approximately 53.1cm from the iab tip. Pressure tubing, extender tubing and three-way stopcock were returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported event of a ¿kink¿ was able to be confirmed. However, ¿alarm, catheter catheter restriction & difficult/ unable to inflate iab & difficult/ unable to monitor waveform¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.